Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the cable was unable to acquire ECG during 12 lead pt monitoring. There was no reported pt impact.